Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The device involved in this complaint, 11-06208, is not cleared for sale in the u.s. However, this device is similar to 55-06208, which is commercially available in the u.s. Therefore, the product code and 510(k) references in this emdr are based on the similar device, 55-06208. Device is implanted in patient.

Event description:
It was reported in january 2017 by a company representative that a patient developed post-surgical swelling after a procedure with an implant in (B)(6) 2016. The patient was re-admitted and given a course of antibiotics. Adverse consequences, an alleged allergic reaction, were reported.